Event description:
New non-q wave mi pt receiving heparin drip at 4 cc/hr via ivac pump. Serum aptt elevated and drip turned off according to infusion protocol. Drip found to be infusing after ivac pump turned off, thus pt continued to receive heparin. Stools dark, blood in urine. Device removed and clinical engineering found IV to drip at a rate of 18 cc/hr when pump was off.